Event description:
It was reported the patient's sternum was closed with stenalock plates and screws. The patient required a revision surgery due to dehiscence where the plate and screws were removed and new plates and screws were used to re-close the sternum.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.